Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported leaks at the tubing connector, as the infusion set's tubing detached at the tubing connector while the patient was sleeping. The site location was patient's belly. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.